Event description:
The procedure was a stent placement in the svg. The stent was placed in the svg over the spiderfx. The spiderfx filter was full and was unable to be retrieved. The physician tried to pull the filter out through the stent, but it became caught and would not release from the stent. The patient was taken to surgery. The spiderfx was removed surgically and the patient was in stable, good condition.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Additional information has been requested. Should it become available, a supplemental report will be submitted.